Manufacturer narrative:
It was reported that, when performing oral care using a medline green suction sponge on this intubated patient. The green sponge fell off in the patient's mouth, at back of throat and had to be manually removed from throat without difficulty. This was part of the medline duocare, clinical oral rinse q2 24 hour package. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, when performing oral care using a medline green suction sponge on this intubated patient. The green sponge fell off in the patient's mouth, at back of throat and had to be manually removed from throat without difficulty. This was part of the medline duocare, clinical oral rinse q2 24 hour package.